Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: catheter broken off. Description - piece of the catheter broke off in the patients arm and had been surgically removed. Patient was admitted to the hospital (B)(6) 2023 which IV was started. On (B)(6) 2023 IV was removed. Once patient was released from hospital, he was sent home and the place the IV was got infected. They had an ultrasound done and found a piece of the catheter in his basilic vein (right arm). On (B)(6) 2023 surgery was performed to remove the broken piece. Patient was okay. Male 61. Unable to verify which catheter broke off. Part numbers listed are 4252527-02 & 4251652-02 in patient record.